Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported during post-op an impedance check showed entire left lead (0-7) out with high impedances (greater than 40,000). Electrode 8 showed high impedances as well. The rep reprogrammed evolve settings around impedances using only right lead. The issue was not resolved. There were no reported environmental factors that contributed to the event. The patient is alive with no injury.